Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 50 mg/dl and 221 mg/dl. Customer stated that the sensor glucose was 178 mg/dl. The customer was assisted with troubleshooting. Customer stated that the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was not suspended due to sensor values. The customer also stated that they received a calibration not been accepted by insulin pump. The insulin pump will not be returned for analysis.